Event description:
It was reported that this pacemaker device exhibited farfield oversensing. Technical services (ts) reviewed the presenting and stated that there appeared to be farfield oversensing and recommended evaluation of the right atrial (ra) programming for optimization. This device remains in service. No adverse patient effects were reported.